Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n457659, implanted: (B)(6) 2014, product type: accessory; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported that the patient did not have concerns with the device or therapy. The patient had an appointment and made calls to the manufacturer representative. The patient also wrote, ¿thank you for the opportunity to have this procedure.¿

Event description:
It was reported the patient felt a surging sensation. The day prior when going to bed the patient felt a surge like they were being electrocuted. The patient felt it all over their body. This had happened twice since having the implantable neurostimulator (ins) put in. Additional information has been requested, but was not available as of the date of this report.